Event description:
It was reported that the patient underwent a posterior lateral fusion at l3-5 to treat stenosis. Approximately 2 months post-op it was found that a screw was broken. Two years later the patient underwent a surgery to extend the construct due to the adjacent level needing fixation. It was noted that fusion did not take place due to failed hardware.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.